Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed failure. To fix the issue the fse replaced 5000 hr preventive maintenance kit. Equipment functionality restored.

Manufacturer narrative:
UDI related data quality updates only" providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported during a routine maintenance of the equipment, the cs100 intra-aortic balloon pump (iabp) alarmed that the pressure was insufficient. There were no injuries.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name : (B)(6) hospital.